Event description:
The customer received a blood glucose reading of 180 or 190 mg/dl from his breeze2 meter and a reading of 100 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left that gave the high reading. No product will be returned. A replacement meter was sent to the customer.